Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The insert trial broke at flange upon trialing.

Manufacturer narrative:
Examination of the submitted device confirmed breakage and damage. The overall condition of the device suggests moderate usage. The root cause is attributed to rough handling and possible misuse. Based on the determination of rough handling and possible misuse as the root cause, the need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.